Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted into the mid lad and one resolute onyx drug eluting stent was implanted into the 1st diagonal branch. Approximately 22 days post index procedure the patient suffered abdominal aneursym. This was treated with endovascular aortic repair. The investigator assessed the event as not related to the index device and possibly related to anti-platelet medication. The patient recovered.